Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noticed that the balloon ruptured. The device was simply removed from the patient's body. The procedure was completed with a 10/3.75 flextome¿ cutting balloon¿. No patient complications were reported and the patient's status was stable.